Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal. There was no reported adverse impact to the customer's blood glucose (bg) level. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.